Event description:
It was reported that the guidewire (subject device) broke in the microcatheter while it was being withdrawn. The entire guidewire was removed from the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Subject device has been disposed.